Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the customer experienced a blood glucose ranging from 200 mg/dl - high (specific value was not provided); with high ketones. The customer went to the emergency room and was treated with intravenous fluids of saline and insulin. Reportedly, the customer alleged that pump software did not accurately adjust the amount of insulin delivered. Tandem technical support (cts) verified in the pump data logs that the control iq software was performing as intended; however, customer maintained allegation that the pump did not function as intended. A replacement pump was sent to the customer for customer satisfaction and the customer reverted to manual injection for insulin therapy. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the issue; however, the customer did not respond. No additional patient or event information was available.